Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿long-term survivorship of a monoblock long cementless stem in revision total hip arthroplasty¿ by yannick herry, et al, published by international orthopaedics (2018), 6 pages, https://doi.org/10.1007/s00264-018-4186-2, was reviewed. The purpose of this study was to assess the clinical outcomes, complications, and survival of a long cementless titanium femoral stem in revision total hip arthroplasty (tha) performed between 2000-2010, at a minimum five-year follow-up. Implanted depuy products: 116 kar monoblock stems. The acetabular components used were unknown. Results: 10 intraoperative femoral fractures- treatment unknown. 1 intraoperative periprosthetic fracture- treated with stem revision. 1 postoperative periprosthetic fracture treated with stem revision. 3 infections treated with stem revision. 3 infections treated with surgical incision and debridement and stem retention. 2 dislocations treated with closed reduction captured in this complaint: kar monoblock stem: implant dislocation. Patient harms: fracture, surgical intervention, medical device removal, joint dislocation, infection."